Event description:
It was reported that the lock on the connection shield was loose. According to the report, it would not lock firmly. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 13k05h10 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.